Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device had a shortened longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2018 it was later reported that at the device replacement procedure vegetation was noted on one of the leads. Both leads remain in use and no intervention was performed.